Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid: 09 error was due to a failure of the air trap sensor block. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard console failed the initial functional test due to the displayed mid: 09, confirming the reported complaint. The air trap sensor block was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:09 (air trap assembly) error message during ivtm therapy. No further information was provided. No harm to the patient.